Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27628. It was reported that the patient presented to the hospital for a remote follow-up on (B)(6) 2021. Review of transmissions revealed that there were several noise reversion episodes on right ventricular (rv) lead. It was also noted that there was some noise on the right atrial (ra) lead which was stored in electrograms (egm). No programming changes were made to the rv or ra lead. The patient was in stable condition.